Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day the patient was hospitalized for the peritonitis. Treatment during hospitalization was not reported. The cause of the peritonitis was not reported. The patient recovered from the peritonitis and was discharged from the hospital after seven days. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis. The patient was treated with cefazolin (2g per day) and gentamycin (80mg per day) for eight (8) days. The patient was retrained on aseptic technique. No additional information is available. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event was not reported, however, the patient was born in 1947. Should additional relevant information become available, a supplemental report will be submitted.